Event description:
It was reported that the pump exhibited a system failure alarm due to the plunger. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the plunger sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: regulatory.responses@icumed.com